Event description:
Pump declared alarm 20 during pumping, but the customer declined to answer whether blood glucose level exceeded 500 mg/dl, leaving the impact unclear. Cts assisted the customer in loading a new cartridge with proper technique, and the caller successfully resumed insulin therapy.